Manufacturer narrative:
A ge representative evaluated the system and reloaded calibration files. System operates as intended.

Event description:
The customer reported the collimator continues to adjust on its own after reboot. No patient injury was reported.